Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3832, with lot cppbl4, conformed to the specifications when released to stock on the 4th april 2014. No root cause could be determined as no sample was returned for evaluation. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
The patient is male and (B)(6), diagnosed as hydrocephalus. The surgeon did v-p surgery on (B)(6) 2014. No abnormalities during the surgery. On (B)(6) 2014, the patient had vomit. The balloon could not be bounced back after pressing. The surgeon removed the valve and noted that the valve was obstructed with blood clot. The surgeon changed to external ventricular drainage on (B)(6) 2014. The patient is in steady condition now.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.